Event description:
It was reported the patient was put into an MRI scanner, 1.5 horizontal closed bore toshiba vantage and 2-3 minutes after the first sequence the patient reported a burning sensation that when down their right leg. It was reported the patient¿s lumbar spine was being scanned and the scan was stopped immediately and the burning sensation stopped. It was reported an array coil was being used and was noted to be a receive coil only. It was noted that the sar limit is over 2 and no limit was shown it was reported the caller checked the patient programmer and confirmed the ¿mr screen had the body image on it¿. It was reported that patient does not have any other implants and that the patient had a previous system but ¿all of that was taken out¿. It was reported patient was having an MRI performed and it was confirmed their device was off and they were full body eligible. It was noted that during the MRI the patient felt heat, pain, and tingling down their right leg. It was noted the scan location for the receive coil was the lumbar spine and the sensations were felt minutes after the scan started. It was noted the machine used was a toshiba vantaga 1.5t, qd ctl spine array coil. It was further noted that the patient status was ¿good¿ and when they left they felt ¿a little heat, but no redness was visible¿ and that the tingling was gone and the heat was lessening. It was reported when the patient¿s stimulation is off their normal symptoms are numb, tingly and weak legs.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the reason for the MRI was low back pain and the MRI was device related. The MRI was of the patient's low back. The patient had recovered without permanent impairment.